Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Multiple follow attempts were made by tandem clinical support (cts), however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.